Manufacturer narrative:
Additional information received that the patient was well at all times. The patient reported the aneurysm in the cylinder was after having a loving relationship. Prior to the replacement the patient experienced that a cylinder would not lower.

Event description:
It was reported that the patient underwent a ams700 inflatable penile prosthesis procedure due to an aneurysm in the cylinder. A new cylinder was implanted to complete the procedure. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Both cylinders had broken fabric threads and exhibited bulging when inflated. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent a ams700 inflatable penile prosthesis procedure due to an aneurysm in the cylinder. A new cylinder was implanted to complete the procedure. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the patient was well at all times. The patient reported the aneurysm in the cylinder was after having a loving relationship. Prior to the replacement the patient experienced that a cylinder would not lower.

Event description:
It was reported that the patient underwent a ams700 inflatable penile prosthesis procedure due to an aneurysm in the cylinder. A new cylinder was implanted to complete the procedure. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.